Manufacturer narrative:
Omit: b17 - device not returned,c20 - no findings available,d15 - cause not established. Additional information: imdrf g,b,c,d codes,device available for eval?,returned to manufacturer on,device return to manuf .?,device eval by manufacturer?,if other specify & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complaint or reporter was unable or unwilling to provide any further patient, product,or procedural details to the manufacturer. H3 other text : not applicable.device evaluated by bd .

Event description:
It was reported that the syringe pump appears to have either be fluid ingress or oxidation underneath the plastic part. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Although requested, product has not been received.

Event description:
It was reported that the syringe pump appears to have either be fluid ingress or oxidation underneath the plastic part. There was no patient involvement.